Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) and healthcare professional (hcp) regarding a patient receiving a dose of 1.647mg/day at a concentration of 25mg/ml of morphine for spinal pain. It was reported that patient had been having issues since (B)(6) 2015. A dye study and MRI had been performed. Patient reported having a headache and pain on the day of report. As well as the symptoms of not receiving the drug, but did not elaborate. Catheter was revised on (B)(6) 2016 due to patient pain increasing despite increasing drug dose. Hcp was also unable to aspirate catheter which lead to the decision to revise. After opening up the patient; it was observed that the catheter was actually 68cm long which did not match what was programmed. The catheter info programmed into the pump was not accurate. The 68cm spinal segment was removed and replaced with a new 56cm piece. Patient's current status was unknown at the time of this report. If follow-up information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.